Event description:
It was reported that nim vital not functioning properly. There was no wireless connectivity with the pi box and intermittent issues with the cable. There was no known patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1; serial/lot #: (B)(6); UDI#: (B)(4). H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of serial number (B)(6) found that misaligned crm radio firmware, a self test failure due to a defective crm pcba, a boot-up error message due to defective ssd(v1.1.1) card, and a large gap between the bezel and display. H3: product analysis of serial number (B)(6) found that no fault found and working as intended. H6: additional information suggest that b21, c21, d16 and g02030 longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.